Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 47 mm in diameter and 102 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 30 mm in length. The left common iliac artery was 9mm in diameter and the right common iliac artery was 12mm in diameter. The right external iliac artery measured 8.5mm in diameter and the left external iliac artery measured 9.1mm in diameter. The right internal iliac artery was 12mm in diameter; the left was 9mm in diameter. After the devices were implanted a type IV, blush was confirmed; however, no additional procedure was performed and the procedure was completed. One week later during follow up, a CT showed that the left limb had occluded. An additional procedure was done urgently. The left cia was dilated with a pta balloon and a biliary stent 14x4 was implanted. Then the same size stent (14*4 stent) was implanted on the right side. The right cia was dilated with a pta balloon. Both pta balloons were used for kissing ballooning. Another manufacturer¿s stent graft 16x14 7cm was implanted for left limb. Touch-up was given by kissing ballooning, and procedure was completed. The cause of the occlusion was due to the flat distal aorta (14*20mm diameter), the limbs were implanted side by side, but after removed of stiff wire, stent graft was moved. It was reported that an etlw1620c93 was implanted in the left. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion, endoleak. Flat distal aorta. Conclusion: stent graft occlusion, endoleak. Flat distal aorta.